Event description:
It was reported that (1) lcsc5 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the solid tone was heard from the harmonic scalpel. The blade was removed from the handpiece. A second instrument was opened and used to complete the case. There was no consequence to pt.